Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch approved under p030031/s053. E1. Initial reporter phone: (B)(6). The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 19-nov-2025. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual inspection revealed reddish material and a separation between the pebax and electrode section. A force test was performed and the device was recognized and visualized correctly; however, error 106 displayed on the screen. Due to this condition, the handle of the device was dissected, and resistance of the sensor pads on the printed circuit board (pcb) was measured and the results were found out of specifications. A dissection was performed right after at the tip area and an open circuit was identified. In addition, further investigation of the peek housing section revealed that there was insufficient adhesive (polyurethane - pu) on the wires. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax observed during the analysis is unrelated to the issue reported by the customer. The root cause of the pebax separation is traced to the manufacturing process; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following recommendations: do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage to the contact force sensor and affect measurement accuracy. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. The force and magnetic sensor error reported by the customer was confirmed as error 106 could be related to both issues reported. The potential cause of the open circuit could not be determined. The root cause of the adhesive condition was traced to the manufacturing process. The carto® 3 system instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to address process opportunities related to adhesive issues and to address manufacturing opportunities related to the force sensor sleeve isolation to prevent fluids to get into the device. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: manufacturing (d03) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿revealed reddish material and a separation between the pebax¿. Investigation findings: manufacturing process problem identified (c16) / investigation conclusions: manufacturing (d03) / component code: sleeve (g04115) / adhesive (g0405201) were selected as related to the biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customer¿s reported ¿106 and 105 alert code¿ issue. Biosense webster inc. Analysis finding of the ¿open circui¿. Investigation findings: manufacturing process problem identified (c16) / investigation conclusions: manufacturing (d03) / component code: adhesive (g0405201) were selected as related to the biosense webster inc. Analysis finding of the ¿insufficient adhesive (polyurethane - pu) on the wires¿. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pvc procedure with a thermocool smarttouch catheter for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and electrode section. The 106 & 105 alert code occurred after the catheter was plugged into the carto and before first ablation as the tip threaded through the distal end of the sheath (distal exit). A second device was used to complete the procedure. There was no adverse event reported on the patient. Catheter was not used in the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 26-nov-2025, observed reddish material and a separation between the pebax and electrode section. The event was originally considered non-reportable, however, bwi became aware of a separation between the pebax and electrode section on 26-nov-2025 and have assessed this returned condition as reportable.

Manufacturer narrative:
During an internal review on 23-dec-2025, noted a correction to the 3500a initial under ¿d10. Concomitant medical products and therapy dates¿ as should have included unk sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).